Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 6 of 7 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The rn stated the supply bag fell and became disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the registered nurse (rn) reported a system error (se) 2240 and se 2367 during dwell 6 of 7. The rn stated the supply bag fell and became disconnected. The technical service representative (tsr) had the rn cycle power to clear the alarm. The tsr explained the alarm. The rn would discard supplies and finish with manuals. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.